Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was throughly inspected and analyzed. Two portions of lead were returned. An extraction stylet was lodged in the distal portion of lead. The returned segments passed electrical testing. An x-ray was performed which did not reveal any fractures.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing and inhibition of pacing. There was no asystole reported. Isometrics were able to reproduce noise. The lead also displayed low, out of range pace impedance and was producing muscle stimulation. The patient was seen for a surgical intervention procedure where the lead was explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects reported.